Event description:
The customer reported that the system was not booting up all the way. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. The customer informed that the issue was resolved by reboot. The customer will call back if the issue recurs.